Event description:
On (B)(6) 2023, a patient underwent a surgery to receive a knee implant. During surgery, it was not possible to move the reamer over the over reamer guide. It was also reported that there were jamming, or assembly problems, bent or deformed instruments were present, and there was a malfunction. The instrumentation had been provided to the hospital since (B)(6) 2023. A replacement instrument set was available during the surgery from that replacement instruments could be taken. There was only a minor 5-minute increase in surgery time.

Manufacturer narrative:
On (B)(6) 2023, a patient underwent a surgery to receive a knee implant. During surgery, it was not possible to move the reamer over the over reamer guide. It was also reported that there were jamming, or assembly problems, bent or deformed instruments were present, and there was a malfunction. The instrumentation had been provided to the hospital since (B)(6) 2023. A replacement instrument set was available during the surgery from that replacement instruments could be taken. There was only a minor 5-minute increase in surgery time. During a functional testing the acs® uni sg femoral reaming guide 0mm stucked in the hole of the with two randomly selected acs® uni sg femoral reamer (ref 42160331 - ref 42160334) because of surficial mechanical damages, a burr and the slightly bent mandrel. The acs® uni sg femoral reaming guide 1mm could move freely in the hole of the reamer. However, the tip of the mandrel was mechanically heavily damaged and the thickened part of the reaming guide showed heavy grinding marks. All these mechanical damages and deformations can be caused by regular use or also by any unexpected mechanical impact during use or in the reprocessing process. These are traces of normal use. During a functional testing with two randomly selected acs® uni sg femoral reamer (ref 42160331 - ref 42160334) and a cross-check with any three new and unused reaming guides from stock, the error could not be repeated. Therefore, it can be assumed that the grinding marks, burr formation and the deformation of the mandrel have caused the jamming or assembly problems of the reaming guides in the hole of the reamers. The error need not have occurred at all. Since this was an instrument container from the hospital's consignment stock, the hospital itself should have checked the instruments before the surgery and obtained replacements for the upcoming surgery. Presumably, the damages were not detected during the reprocessing. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. This incident was assigned to the error pattern "clamping" with the consequence "extension of the operating time". For the marketing period 01/01/2020 to 31/08/2022, no further incidents have become known regarding the error pattern. The calculated occurrence rate is (B)(4). This value is below the limit value of (B)(4) defined in the risk analysis.

Event description:
On (B)(6) 2023, a patient underwent a surgery to receive a knee implant. During surgery, it was not possible to move the reamer over the over reamer guide. It was also reported that there were jamming, or assembly problems, bent or deformed instruments were present, and there was a malfunction. The instrumentation had been provided to the hospital since august 23, 2023. A replacement instrument set was available during the surgery from that replacement instruments could be taken. There was only a minor 5-minute increase in surgery time.

Manufacturer narrative:
On (B)(6) 2023, a patient underwent a surgery to receive a knee implant. During surgery, it was not possible to move the reamer over the over reamer guide. It was also reported that there were jamming, or assembly problems, bent or deformed instruments were present, and there was a malfunction. The instrumentation had been provided to the hospital since august 23, 2023. A replacement instrument set was available during the surgery from that replacement instruments could be taken. There was only a minor 5-minute increase in surgery time. Visual inspection of the femoral reamer guide was not possible because it was not available for analysis. A review of the product and manufacturing documentation could not be performed, as the lot number of the product was not known and thus traceability is not possible. The content of the surgical technique has been checked; no errors could be found. Based on the available data, no technical cause could be determined. Based on the description of the event, it is assumed that a deformation of the instruments or foreign bodies at the connection point may have prevented or made it difficult to combine the reamers with the reamer guides, possibly causing jamming or assembly problems. This incident was assigned to the error pattern "clamping" with the consequence "extension of the operating time". For the marketing period 01/01/2020 to 31/08/2022, no further incidents have become known regarding the error pattern. The calculated occurrence rate is 0,27%. This value is below the limit value of 1% defined in the risk analysis.